Event description:
It was reported that when all the monitors were flickering, the surgeon punctured the patient's bowel while inserting a trocar and had to convert to open procedure. An additional medical intervention was performed due to the punctured bowel.

Manufacturer narrative:
On 08august2024, it was reported that part numbers 0678001000 (pkg, switchpoint infinity 3), 0240200100 (pkg, connected or hub base system), and 0240031050 (pkg, 32" 4k surgical display) were involved in the following event. During a robotic laparoscopy procedure of in or 6, all monitors flickered with an estimated flickering frequency of 1-2 seconds. During the flickering, the surgeon punctured the patient's bowel while inserting a trocar and had to convert to open procedure and perform an additional medical intervention due to the punctured bowel. The device was not sent back to stryker and was investigated on site. The onsite stryker representatives attempted to troubleshoot the issue. It was reported that the stryker representative evaluated the devices and was able to reseat and clean the video card and replaced one cable. On september 1, 2023, stryker representatives went out to the site and tried to replicate the issue but were unsuccessful. From august 22, 2023, to september 6, 2023, meetings were held with the stryker communications engineering team to discuss the details and findings from the on-site investigations. The devices then appeared to be in good working condition. The on-site investigations indicated that the reported issue of video flickering, involved the endoscopy camera signal traveling through the spi3 router input card to the spi3 output (vpm) card through the hub dvi input and output back through the spi3 router input card to the spi3 output card (vpm) and reached the final destination at the two (2) 4k monitors. Further troubleshooting confirmed that the flickering signal was present through the signal path described above. When the connected or hub was bypassed, the endoscopy camera signal was routed through the spi3 input card to the spi3 output (vpm) cards to the destination of the two (2) 4k monitors, and the flickering was resolved. Assuming equivalency for the incoming endoscopy camera signal and spi3 router output (vpm) cards for each scenario, the cause of the flickering event points to the connected or hub dvi signal path as the most likely contributing factor. It was reported that the video flicker happened during a case which lead to the patient being injured. The root cause was traced to the hub as that was what the video was being routed through. It was also noted that the sales rep re-seated and dusted all of the input/output cards which also stopped any flickering. If any further information is received, a supplemental will be filed.

Event description:
It was reported that when all the monitors were flickering, the surgeon punctured the patient's bowel while inserting a trocar and had to convert to open procedure. An additional medical intervention was performed due to the punctured bowel.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.